Event description:
It was reported that the customer experienced high blood glucose of 500 mg/dl. Customer's nurse assisted him with addressing the issue to bring his blood glucose down. His symptom was vomiting. Customer stated the issue was due to how he slept, as well as his job. He stated he was a mechanic and as constantly rubbing up against things. Customer was not able to troubleshoot as he was driving at time of report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.